Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information obtained indicated that the lead was removed due to high threshold. After explant when the lead was flushed and flush came out of insulation near the suture sleeve. Further, the cause for high threshold was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the complete lead was returned with set screw marks on pin at the correct location. Dried body fluid was noted in the lumen. In addition, puncture hole in insulation corresponded to the puncture hole in suture sleeve most likely due to removal of suture and part of the lead tip was torn off most likely due to handling. The lead then passed electrical test.

Event description:
.